Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two shocks due to oversensing which occurred during physical activity. Additional information obtained from follow up indicated that the patient had two syncopal episodes, one of which resulted in receiving a shock. The lead showed oversensing during both syncopal episodes. The lead was replaced. No further patient complications have been reported as a result of this event.